Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain and chronic low back pain. Beginning (B)(6) 2016, the pump was alarming/beeping. The patient stated he moved to alabama and needed to find a health care professional to refill the pump. Patient noted having an appointment with a pain place, but no one was familiar with the pump. Someone from the previous health care professional's office had told him to call the manufacturer. There were no symptoms reported. Additional information received from a healthcare professional via a manufacturer representative (rep) on (B)(6) 2016 reported an empty pump. Patient was receiving morphine 50mg/ml for a total dose of 27.562mg/day. Caller did not have access to programmer. Empty pump considerations were reviewed along with why no priming was needed, dosing considerations, and considerations for catheter and tubing patency/damage. Rep stated the healthcare professional (hcp) wanted to refill a pump that is empty. The pump was last refilled in (B)(6) 2016, and based on the dose/concentration provided, it was calculated that the pump was run dry sometime in (B)(6) 2016 (around (B)(6) 2016). It was discussed with rep options for how to proceed and what to be aware of if it is decided to refill the pump. Rep was to call the refill hcp back to discuss the next steps. Withdrawals and return of pain were reported. It was later reported patient was in for a refill and they were changing the drug concentration to morphine 35mg/ml for a total dose of 5mg/day. Pump was empty, so the plan was to do a priming bolus. It was educated no priming (drug in catheter and pump tubing) was needed, but should do a bridge bolus. It was discussed with caller to update the dose first to 5mg/day and then do the bridge bolus updating. Bridge bolus theory use was discussed. Caller wanted to review information related to rinsing the reservoir, and it was discussed that the hcp should rinse twice with 10ml preservative free normal saline (pfns) when refilling the pump and lowering the concentration. Patient moved and could not find a hcp to perform refill, which caused the reservoir to go empty. Patient has since found an hcp and pump was refilled on (B)(6) 2016 by area infusion company. The empty reservoir issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.